Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 402 mg/dl. The customer reported a reservoir exchange and finding an infusion set cannula bent when changed. The customer had no symptoms. The customer did treat the high blood glucose level with the insulin pump. The customer¿s current blood glucose level was unknown. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.